Event description:
It was reported that a new pump user accidentally entered a dinner announcement twice and asked whether this would deliver two boluses; the agent explained that the system¿s corrective algorithm manages duplicate inputs and prevents a second bolus, and no abnormal blood glucose effects were observed, indicating an incorrect procedure related to the user interface. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified, specifically an accidental duplicate meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.